Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, crack reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm. The insulin pump will be replaced. Nothing further reported.